Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 495 mg/dl at the time of incident and current blood glucose level was 436 mg/dl. Customer was treated with manual injection. Customer was using auto mode. Customer did not allege insulin pump was under delivering. Customer declined to test on insulin pump. Troubleshooting was performed for high blood glucose. Customer stated that the cannula was bent. Customer stated that the insulin delivery was not suspended due to sensor glucose value. Troubleshooting was not performed for bent cannula. The insulin pump will not be returned for analysis.